Manufacturer narrative:
Device not returned to manufacturer.

Event description:
(B)(4). The manufacturer received information alleging compressor had exposed wires. The device has not been returned to date to allow further investigation. The user manual for this device states "never operate this product with a damaged cord or plug, if it is not working properly, if it was dropped or damaged, or if it was dropped into water". This device is not life sustaining or life supporting. There was no reported harm or injury alleged to the patient. If supplemental information becomes available to the manufacturer at a later date, a follow up report will be filed.

Manufacturer narrative:
The manufacturer initially received information alleging compressor had exposed wires. However, when the device was returned to the distributor for evaluation, it was apparent that although the strain relief on the mains cord was broken, the insulation on the wires remained intact, and there was no actual exposed conductor. The device may have been damaged by the end user, as the strain relief appeared to be damaged through excessive force/abuse. The user manual for this device states "never operate this product with a damage cord or plug, if it is not working properly, if it was dropped or damaged, or if it was dropped in water". No further follow-up reporting will be provided for this issue unless new information becomes available.